Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.